Manufacturer narrative:
(B)(4): the customer isolated the issue to the battery. The customer replaced the battery which resolved the issue. The age of the battery was unknown. We will consider this a malfunction of the battery.

Event description:
The customer reported the battery failed the capacity test where the low battery warning was only 23 seconds. There was no patient involvement.